Event description:
It was reported that during the ablation procedure with blazer ablation catheter to treat paroxysmal atrial fibrillation (a fib), the patient experienced a pericardial effusion. Ablation was first performed with the farawave catheter with no issues. Afterwards, an ict ablation was performed with the catheter blazer. The pericardial effusion was observed at the end of the procedure while monitoring the patient. Drainage was performed. The patient's hospitalization was extended, and they are expected to fully recover. It is unknown if device will be returning. Per additional information, the patient fully recovered. The device is not available for return due to disposal.

Manufacturer narrative:
Good faith effort attempts are in progress try and retrieve the device status, but so far it has been unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Good faith effort attempts are in progress try and retrieve the device status, but so far it has been unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the ablation procedure with blazer ablation catheter to treat paroxysmal atrial fibrillation (a fib), the patient experienced a pericardial effusion. Ablation was first performed with the farawave catheter with no issues. Afterwards, an ict ablation was performed with the catheter blazer. The pericardial effusion was observed at the end of the procedure while monitoring the patient. Drainage was performed. The patient's hospitalization was extended, and they are expected to fully recover. It is unknown if device will be returning.